Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h13c06089 and no exceptions were observed that were related to the reported condition. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
This is report 1 of 2 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was discontinued. The cause of the event was unknown and treatment information was not reported. The patient was discharged from the hospital two days later. At the time of this report, the patient was recovering from the peritonitis.

Manufacturer narrative:
(B)(4). It was clarified that the previous report of "the cap fell off" was the minicap fell off. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). On (B)(4) 2013, follow up information was obtained related to the event. It was reported that the cause of the peritonitis was due to an unspecified cap falling off and subsequent break in aseptic technique. The patient experienced cloudy effluent and abdominal pain as a result of the peritonitis. The patient's catheter was removed and the patient was switched to hemodialysis. It was unknown if the patient recovered from the event. It was not reported if the patient was retrained on aseptic technique. As a result of the additional information, it has been determined that the cassette is no longer a suspect product in this event. Baxter is attempting to obtain information regarding the suspect product. Should relevant additional information become available, a follow-up report will be submitted.